Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The lesion was pre-dilated with a quantum maverick 4.0x12mm balloon. The physician attempted to place a liberte' 3.5x12mm bare metal stent to the 75% in-stent restenosed non bsc stented lesion located in the non-calcified and severely tortuous, proximal right coronary artery (rca), but was unable to cross the lesion. Upon removal of the stent delivery system (sds), it was noted that the tip of the stent was lifted up. The procedure was completed with another device. No pt injuries or complications were reported. Pt status post procedure is noted as good.